Event description:
On (B) (6) 2010, we had a catastrophic tissue processor failure on the sakura vip 6. This failure resulted in a delay in specimen turnaround time as well as the need to reprocess the entire load of 137 blocks. This error affected 47 pts and resulted in suboptimal specimen quality for eval and diagnosis. Since (B) (6) 2009, we have had 6 failures involving the rotary valve and 2 sensor failures.